Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. The patient reported that at time of surgery, a nerve had become damaged and needed to be repaired with a suture and conduit and that she was experiencing complications with closing her eyelids following surgery. Function returned in her right eyelid. Approximately 4.5 months after her implant surgery, she had a gold weight implanted into her left eyelid to help her close her left eye.

Event description:
The patient had a gold weight implanted into her left eyelid.